Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During preparation for an unrelated procedure, a magnet was placed over the device to inhibit high voltage therapy, however, the device still delivered shocks while the magnet was placed over the device. Because of this magnet anomaly, the device was unable to be programmed. After the unrelated procedure was performed, the device was interrogated again and did not exhibit any further abnormalities. The device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.